Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead failed to capture. The patient was asymptomatic. No changes were made and there were no consequences to the patient.